Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation PMA / 510(k)#: k020321; k040099; k131331. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: customer problem: customer reports a constant discrepancy where the instrument will report resistance to antibiotics an then upon further testing the samples are susceptible. This happens within different lot numbers and different panels. Upon repeat of the panels the results changes to susceptible. Mic discrepancy.

Manufacturer narrative:
H.6 investigation summary "a failure for false resistance was alleged on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that they were receiving false resistance results to antibiotics that on further testing are actually susceptible. The customer reported this is occuring on different panels and different lot numbers. Upon repeat of the panels the results are susceptible. Instrument log files were not provided for review. No instrument errors were noted. The root cause of this failure is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside ot the one already described above. Complaints for results did breach an alert level trend in the month of february 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint." See h.10.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: ¿ customer problem: customer reports a constant discrepancy where the instrument will report resistance to antibiotics an then upon further testing the samples are susceptible. This happens within different lot numbers and different panels. Upon repeat of the panels the results changes to susceptible. Mic discrepancy